Event description:
Rptr experienced pneumonia, arthritis, left arm arthritis symptoms, psoriasis, joint swelling, pain, stiffness, muscle fatigue, hand and finger swelling, fatigue, general aching and stiffness, hair loss, incorrect implant size, malposition of implants under arm, quivering leg when getting up, flu, upper respiratory infection, difficulty sleeping, depression, anxiety, dizziness, sweating, weight loss, chest pain, hypertension, hypercholesterolemia, breast tenderness, problems lifting arm, weakness and pain in legs, stiff shoulder, edema in right foot and ankle, and bronchitis. (Same rptr referred to in 1002024.)